Event description:
The cine function failed to operate, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was reseated during the service call. The system was tested and found to be working as intended and put back into service.